Event description:
After the successfully implant of a wiktor stent, the physician used another MFR's balloon catheter to perform further post dilatation. Following the post dilatation the wiktor stent appeared to be bunched and distal to the target lesion. Another MFR's stent was implanted to further address the lesion. Post procedure the pt is fine.